Event description:
It was reported that cerebrospinal fluid leak occurred while the physician was doing a laminectomy to place the octrode lead. As a result, physician patched the leak and aborted the procedure.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode trial lead, model: 3086, UDI: (B)(4), serial: (B)(6), batch: a000167558. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.